Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Button error alarm occurred due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 202 mg/dl. No additional information provided.